Event description:
Device 3 of 3: reference MFR number; device 1 of 3: 1627487-2019-03540; reference MFR number; device 2 of 3: 1627487-2019-03542. It was reported that the patient's drg system was explanted as he didn¿t feel as though the drg system was helping with his pain. Patient had an scs and drg system, and preferred therapy from his scs system. Patient had his scs ipg replaced. Post-operatively, patient was receiving therapy from his scs system.